Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during cataract surgery with intraocular lens (iol) implant procedure, the lenses did not unfold correctly. There are four medical device reports associated with this file. This report is associated with the 3 of 4 files. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo provided shows an activated company device, 2 blister trays, a closed lens case and a carton. There also appears to be one haptic visible in the photo. The reported complaint cannot be observed from this photo. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.